Event description:
It was reported that the pump battery would not charge and displayed power source alert 07 while caller used computer usb port with tandem charging cable. There was no reported impact to the customer¿s blood glucose level. During follow up, the customer reported that the pump remained fully charged and did not require further troubleshooting. The customer agreed to contact technical support if issue happened again.